Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller the four batteries and one (1) controller ac adapter were returned for evaluation. The controller dc adapter was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller ac adapter revealed multiple cuts on the output cable assembly, leading to exposed metal wires. This is an incidental finding not related to the reported event, which can be attributed to handling of the device. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the returned controller revealed contamination within both power ports, likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat555547, bat751519, and bat810620. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on bat555547, bat808757, and bat751519 in accordance with the requirements under fsca cvg-18-q4-19 on 19 -jun-2018, 22-aug- 2019, and 11-jun-2018, respectively. There is no evidence of a power source lubrication procedure performed on bat810620, cac201063, and cdc201769. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentar y disconnections prior to lubrication servicing. Additional products: d4: serial #: (B)(6), d10: yes, return date: 15-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6), d10: yes, return date: 15-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #:(B)(6), d10: yes, return date: 15-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial (B)(6), d10: yes, return date: 15-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s):12 d4: serial #:(B)(6), d10: yes, return date: 15-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6), d10: no h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad # - implanted (B)(6) 2017. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2018 / serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-may-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: 09-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 26-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 25-jun-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: 1430us / catalog #: 1430us / expiration date: unk/ serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller dc adapter, model #: 1440 / catalog #: 1440 / expiration date: unk / serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no >yes, if pump. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, four batteries, one controller alternating current (cac) adapter and one controller direct current (cdc) adapter exhibited power switching post lubrication. The controller , the four batteries , the cdc and cac adapters will be replaced. No patient complications have been reported as a result of this event.